Event description:
Baxter ireland received a report that an intermate had "white flash marks around the fill port," found after filling. The device was filled with a solution of sodium chloride. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of solution. The reported condition of "white flash marks" was confirmed. Visual inspection of the sample noted white flash marks on the stress-member flange located around the fill-port. The cause of the stress marks is due to too much force applied to the component during the assembly of the coil cap assembly. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.